Manufacturer narrative:
This remediation MDR was generated under protocol (B)(6), as a result of warning letter cms# (B)(6). Please disregard the initial report submitted with the MFR number: 3012307300-2022-22073. The report was submitted in error.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that a patient was receiving intravenous (IV) antibiotics through his peripherally inserted central catheter (PICC) line. When priming the IV antibiotic through the pump, the fluid was not coming through the tubing, only multiple air bubbles were coming through and didn't stop. Ten milliliters worth of air, not fluid came through the tubing. The administration set was removed and replaced. The new tubing was primed without issues. The patient may have lost approximately five milliliters of IV antibiotic, but was able to receive the rest. No serious harm was reported. There was no patient injury reported.